Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no paresthesia. It was noted that fibrosis possibly led to or contributed to the issue. The old lead was replaced. Reprogramming was performed. The issue was not resolved. There was no paresthesia after a few days of the lead replacement. Epidural fibrosis was noted to have possibly led to or contributed to the issue. Impedance was tested. Reprogramming was done. The issue was not resolved as of (B)(6) 2022. There was no stimulation on the new lead and ins. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the rep. It was reported that it was not possible to obtain the serial number of the lead that was replaced as this was a very old lead. They would test the new lead with an external stimulator to check if the ins was working well. The cause of the lack of stimulation paresthesia was not determined. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c190, serial/lot #: (B)(4), ubd: 17-mar-2024, UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 17-mar-2024. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they tested the lead with an external neurostimulator and got the same result: no stimulation. The physician did a scan and it showed that the lead was out of the epidural space. They repositioned the lead at the right place in the epidural space, and stimulation was now optimal. There was no material quality involved in the problem. The problem was solved for the moment.